Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was located in the tubing. The infusion set had been used for 7 hours. No further information available.